Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. Based on the information provided, it appears that the pump rate had been set incorrectly. The initial reporter stated that they had set the rate to 240 ml/hr, but that the screen showed 0.1 ml/hr rate. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump appeared to be running, but that it was not delivering. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. Complaint (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Based on the information provided, it appears that the pump rate had been set incorrectly. The initial reporter stated that they had set the rate to 240 ml/hr, but that the screen showed 0.1 ml/hr rate. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Base don this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump appeared to be running, but that it was not delivering. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).